Event description:
It was reported that the 9600 system would not save the images correctly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The wiring was corrected during the service call. The system was found to be working as intended and put back into service.